Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's lead displayed pacing impedances of greater than 2000 ohms, noise and oversensing. R-waves were noted to be small. The patient was seen for a revision procedure where the lead was attempted to be explanted unsuccessfully. The device was explanted. There were no additional adverse patient effects reported.